Event description:
On 10/11/2024, a sales representative reported via email that an ar-3770sp hybrid knee fibertak knotless repair stitch from the anchor was cut in half after implanting the anchor. This was discovered during an mpfl procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: b5, h3, h6.

Event description:
Additional information received on 10/23/2024: it is unsure how the suture was cut. After the anchor was set, it was realized that the stitch was cut in half and not usable. All broken fragments were removed, and a new ar-3770sp hybrid knee fibertak was used to complete the case. The case was delayed a few minutes, and additional anesthesia was administered.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.